Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 500 hematology analyzer was leaking a blood/diluent mixture from the probe onto the cover. Customer reported that the leak was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak was coming from the secondary probe. The fse replaced the tubing at pinch valve (pv) 49.

Manufacturer narrative:
(B)(4).